Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient moved their leg and the device was irritating their testicle and groin. The patient stated they felt it in their buttocks and wanted to know if it could be wired somewhere else. It was stated that the doctor recommended to change programs and to call medtronic to getassistance with doing so. The patient reported they felt they were getting less than 50% of therapeutic effect from the device and that they got the implant for their bladder. The patient stated that they were urinating at the same point and that they couldn't tell the first day. They turned the stimulation down on their device when they felt the discomfort on their testicle and groin area. The patient confirmed that it was no longer irritating them and stated that when they moved their leg they could feel something, and when they turned it down it went away. They think the device was turned up a little bit over when they left the hospital. The healthcare professional (hcp) told the patient the device was not working. Patient noticed poor communication at first when they were syncing the device. While syncing the device, the stimulation was found off. The patient felt the stimulation up near their tailbone. It was recommended to follow up with their hcp for guidance. No further complications were reported as a result of this event.